Event description:
The report received from the affiliate indicted that prior to use in the patient, the 100 cm. 6 fr. Jr4 guiding catheter was broken/damaged prior to use in the patient. There was no reported patient injury. The product did not separate into two or more pieces. The product issue was noted during unpacking the product in the interventional room. Addendum: preliminary inspection and photographs of the returned product did not indicate any additional product issue. Preliminary analysis (pa) indicated that: one non sterile unit of a vista brite tip 6f .070 guiding catheter was received coiled in a plastic bag. The brite tip/distal tip of the catheter was found to be frayed/split/torn. The brite tip/distal tip was inspected under microscope and the brite tip/distal tip frayed/split condition was confirmed.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found:review of lot 15836588 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that: the product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was not re-sterilized or used in another case prior to the reported product issue. The procedure was completed successfully with no reported patient injury. The product was returned for inspection. As reported, prior to use in the patient, a 100 cm. 6 fr. Jr4 guiding catheter was ¿broken/damaged.¿ there was no reported patient injury. The product issue was noted during unpacking the product in the interventional room. The product did not separate into two or more pieces. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was not re-sterilized or used in another case prior to the reported product issue. The procedure was completed successfully with no reported patient injury. Fal: one non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag, the brite tip/distal tip of the catheter was found frayed/split. No other issues were found. The brite tip/distal tip was inspected under microscope and the brite tip/distal tip frayed/split condition was confirmed. Also scanning electron microscope (sem) analysis was performed to the catheter brite tip; the results are the following: ¿sem results show that the brite tip surfaces presented evidence of elongation and scratches at the surrounding areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these characteristics. The elongations and scratches found on the internal surface of the brite tip suggest that the damaged was caused from the inside of the device.¿ the catheter od and ID were measured near to cracked condition against and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿brite tip/distal tip ¿ frayed/split/torn¿ was confirmed through analysis of the returned device; however, the cause of this damage could not be conclusively determinate. Based on the information available for use the damage was noted while unpacking the device. Handling factors may have contributed to this issue as the analysis notes evidence of stretching and scratches on the internal surface near the reported damage. Neither the analysis nor the DHR review suggests that these damages are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.